Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the pump black box showed unexplained pump reboots. A visual inspection of the pump revealed a crack in the battery compartment. There was no evidence of moisture corrosion inside the battery compartment. No damage was found to the returned battery cap. The battery cap contact height and width measurements were found to be within specification. The returned battery cap was able to fit securely. The pump powered on with the returned battery cap; the pump was exercised for 24 hours with no power interruptions occurring. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. The complaint of intermittent power was shown in the pump history but was not duplicated during investigation. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.